Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There is debris caught in working spring mechanism, unable to disassemble.

Manufacturer narrative:
As stated this product code cannot be fully disassembled for cleaning. This does not confirm that it cannot be appropriately cleaned. It is noted the instrument has been in service for more than five years prior this report. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.